Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin alert showing that the rv impedance was out of range was observed. The patient was brought into the clinic and discovered that there was also no rv capture at max outputs. The patient was reprogrammed to a unipolar pace/sense mode and will stay with these programming changes until the ep can perform a lead revision. The patient was asymptomatic. Lead remains implanted.